Event description:
A technician reported a corneal abrasion in the right eye two months post (prk) photorefractive keratectomy. The pt had a foreign body sensation. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).